Event description:
It was reported that during interrogation of an implantable cardioverter defibrillator (ICD), the device's longevity was unable to be determined due to cold temperatures. The device was never implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.